Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a broken screen. The cursor did not align with the stylus position on the touchscreen, the cursor jumped away. Re-calibration of the stylus did not improve pointer accuracy. It was also determined at analysis that the bezel display was missing rubber pads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer had a broken screen. The programmer was returned for evaluation and subsequently tested out of specification during manufacturers evaluation. There was no patient involvement.

Manufacturer narrative:
Product analysis update: it was further noted that the cursor was unable to move. The programmer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.